Event description:
The customer reported that the unit displayed a system failure cycle power error 10004 message on the unit's display.

Manufacturer narrative:
The factory has not yet received the device for evaluation and this complaint is still under investigation.